Event description:
It was reported that balloon rupture occurred. A 7.0 x 60, 75cm mustang balloon catheter was advanced over a 035 wire to treat a tight lesion in the blocked fistula. During inflation at 10 atmospheres for 2 minutes, the balloon ruptured. The balloon was successfully removed from the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 60, 75cm mustang balloon catheter was advanced over a 035 wire to treat a tight lesion in the blocked fistula. During inflation at 10 atmospheres for 2 minutes, the balloon ruptured. The balloon was successfully removed from the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was located in the non-tortuous and non-calcified arteriovenous fistula. The balloon was inflated twice.